Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that : "we are contacting you in connection with an incident that occurred in the or during the placement of a plate on a pelvic fracture. Two drill bits from the 2.5mm 300mm ancillary broke during the procedure, remaining in the patient's bone."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches the alleged failure. The received scaled drill ø2.5mm, ao fitting was visually inspected we can see the cutting flutes are completely deformed, stretch marks are visible on the drill. The surface indicates a brittle fracture caused by strong contact with the fragment after the breakage. The breakage was caused by to application of excessive torsional and axial force. The mark on the cutting flutes indicates an overload fracture. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by an excessive metallic contact which did lead to a mechanical overload. If any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that : "we are contacting you in connection with an incident that occurred in the or during the placement of a plate on a pelvic fracture. Two drill bits from the 2.5mm 300mm ancillary broke during the procedure, remaining in the patient's bone."